Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument associated with this complaint and completed investigations. The instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument failed to work properly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: instruments are inspected prior to use and no issues were identified at the time. The surgeon stated the instrument would not close properly and the issue occurred while attempting to clamp on a vessel or tissue bundle. The clips used were the green medium-large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter. The incident occurred on the first clip application attempt. The surgeon used another medium-large clip applier instrument to continue the procedure.